Event description:
It was reported that there was oversensing and decreased impedance on the right ventricular (rv) lead. It was noted that oversensing occurred when the patient's left arm was across their chest. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned and analyzed. The proximal conductor was fractured and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.